Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 74 days. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted for concern for volume overload. Transthoracic echocardiogram (tte) showed left ventricular overload, aortic insufficiency (ai) and worsening right ventricular function so the patient underwent right heart catheterization (rhc). At 5200rpm and 5600rpm there was no significant difference in right heart pressures. Log file analysis completed by the manufacturer¿s technical services representative revealed a decrease within the patient¿s pi causing the patient to become more pump dependent on (B)(6) 2018. The pump parameters and values appeared to be normal. On (B)(6) 2018, intraoperative transesophageal echocardiography revealed aortic insuffiency. Aortic valve replacement (avr) was performed. No additional information was provided.